Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient underwent an implantable pulse generator (ipg) revision procedure.

Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient underwent an implantable pulse generator (ipg) revision procedure. Additional information was provided indicating that the patient was doing well postoperatively. The explanted device was disposed by the medical facility.